Event description:
It was reported that the patient had a revision total hip, due to loosening of the femoral component. The explanted liner appeared to be yellow.

Manufacturer narrative:
Evaluation summary: the stem was not returned for evaluation. Also, no x-rays were returned for review. Patient's information such as height, weight, and patient's activity is unknown. Based on the available information, a definitive root cause cannot be ascertained at this time. There is no evidence that in vivo discoloration of polyethylene components has an impact on its performance or longevity. Differences in patient chemistry, especially various lipids, will in some cases, cause slight discoloration. The discoloration should not be confused with oxidation. Studies of retrieved components with in vivo durations of up to 8 years have shown little to no oxidation, even when discoloration is present. Prior to testing for oxidation, the discoloration can be reduced by extracting the absorbed lipids. Device history records indicate that the liner was manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method. The stem was not returned so that review of the device history records for this device was not possible as the lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.